Manufacturer narrative:
Device has not been returned for eval. Should new info become available a follow up will be submitted. Event not likely to lead to death, t : slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t : slim user guide cautions user "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.

Event description:
Received info from patient stating she had high bg's and was feeling nauseous.